Manufacturer narrative:
Device evaluation summary: during preventive maintenance by service technician, it was observed that the bio-console 560 instrument had a power supply board that needed to be replaced. The issue was resolved by replacing the assy system controller module-006 and the power supply 28v. Preventive maintenance was completed per specifications. D9: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by a service technician this bio-console 560 instrument had a power supply board that needed to be replaced. See attached photos. This was detected during service so there was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the problem concerned the mains presence alarm, even though the power supply was connected to it the instrument went into alarm as if the cable was disconnected from the power outlet. There were no electrical interruptions only visual and audible alarm.